Event description:
A malfunction was reported with no prior notable events and a malfunction code indicating an issue. The reported problem did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which they understood.